Manufacturer narrative:
(B)(4). The customer reported that an unnecessary cesarean section was possibly performed due to suspected and severe flaws with the philips fetal monitor (fm). There was no pt harm reported, however, philips is reporting this incident as we cannot rule out that there may have been an un-necessary c-section. No info about any pt was provided to support this allegation of a possible un-necessary c-section. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that an unnecessary cesarean section was possibly performed due to suspected and severe flaws with the phillips fetal monitor (fm).